Event description:
Three connectors were deployed during a CABG procedure performed on-pump. Postoperatively, the pt was on a regime of 100 mg of aspirin q.d. The pt became symptomatic and angiogram revealed the graft to the pda had a critical stenosis at the anastomosis site extending distal to the connector. The two other grafts, one to the 1st marginal and the other to the 2nd diagonal, were 100% occluded "flush with the wall of the aorta" with no "dimpling effect". The pt also had a pt graft from the left mammary artery to the 3rd diagonal. The graft to the pda was stented at the anastomosis site and remains patent and clear beyond the critical stenosis. The pt refused further surgical intervention and is being treated medically. The connectors remain implanted.